Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred while the pump was charging. Customer's blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Reportedly, the customer required assistance from contact to address bg by a correction bolus via the pump. Reportedly, customer continued using pump for insulin therapy.